Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose level ranged from 54-165 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.